Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer took corrective actions by changing supplies to administer a correction bolus via the pump and using manual dose injection. The customer continued to use the pump for insulin therapy.